Manufacturer narrative:
Device evaluation summary - x-ray demonstrated minimal calcification on the free margin of leaflet 1 and 3, moderate calcification on leaflet 2 and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow and outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Leaflets 1 and 2 were fused at commissure 2 by approximately 3.5mm at the outflow aspect by host tissue overgrowth. As received, leaflet 2 had a cut of approximately 10mm x 4mm and leaflet 3 had a cut of 12mm x 3mm. Cut sections were not returned with the valve. The cuts appeared smooth and straight. Approximately 50% of the sewing ring cloth had been cut. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to pannus formation and calcification. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The device was returned for evaluation.

Event description:
Edwards learned of a valve that was explanted after an unknown implant duration due to stenosis secondary to restricted leaflet motion after an unknow implant duration. Ther was no cad or complications for this case. Attempts to obtain explanted device and additional information have been unsuccessful.

Manufacturer narrative:
Restricted leaflet motion.additional manufacturer narrative - attempts to obtain device and additional information have been unsuccessful. Without return of the explanted device or additional information the reported clinical observations cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.